Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module low sorbing set was broken the following information was received by the initial reporter with the following verbatim; when spiking an ivf bag his morning the spike snapped off. I sequestered the tubing and the packaging in the nicu anm office if you need to see it and get the lot #/information. Date this occurred: 9/4/2024.

Manufacturer narrative:
Investigation results: it was reported that the spike broke, one sample model 2260-0500 was returned for investigation. The set was examined for defects and abnormalities. The spike tip was broken off. No other defects or abnormalities were observed. The customer complaint was verified and quality notification was sent to the supplier. Due to no batch number available, no additional investigation can be conducted. However, the supplier has a 100% visual inspection test for the spike. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.